Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient complained of discomfort around the device pocket. A pocket revision was performed on (B)(6) 2015. The patient tolerated the procedure well and was stable post procedure.